Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: -, ubd: , UDI#: h3) the manufacturer representative went to the site to test the imaging system. Following the replacement of the gantry rotor tractor motor and offset adjustments 7/6, system was fully operational. Somehow on reboot for the following day the offset value changed and needed further adjustment. Worked with local team over the phone to establish offset and return system to operation. Performed multiple reboots, spins, open and closings successfully. 4 cases were completed the next day without issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system would not open. They had to manually open it. Additional information was received. The type of procedure was a spinal procedure.